Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced redness, swelling and pain at the puncture site. Treatment consisted of solumedrol and topical hydrocortisone cream. The event was resolved with no further complications.